Event description:
It was reported that the lens was intraoperatively removed from the pt's left eye due to broken haptic noted during insertion. The incision was enlarged to remove the lens. A back-up lens was successfully implanted. The pt's prognosis was reported as fine. Please reference MDR# 2031924-2013-00041 for the delivery device used during the event.

Manufacturer narrative:
The lens has been requested, but has not been rec'd by bausch + lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.